Manufacturer narrative:
Event date: (B)(6) 2019. Date of report: 25jun2019. Conclusion/root cause: this piezo buzzer (ls1) was failing intermittently due the insulation resistance was out of spec at 453 kohms. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01april2019. The philips service engineer (se) inspected the device and verified the reported issue. The se replaced the central processing unit (cpu) printed circuit board assembly (pcba). The device successfully passed performance specification testing.

Event description:
It was reported that a v60 ventilator generated a backup alarm failed notification. The ventilator was not in use on a patient at the time of the reported event. The event date was not specified; estimate used.